Manufacturer narrative:
An arjo investigator examined the device and found it in good condition. Everything was operational and functional. The mattresses were old, hard, had small holes, and a piece of cosmetic plastic missing. The manufacturer concludes the mattresses and straps were worn out and should have been replaced by the user. The operating and product care instructions under section pms clearly state that the lift shall be checked for damages on a weekly basis. The manufacturer recommends retraining of the customer, especially in regard to regular inspection and maintenance of the equipment. The worn parts (mattresses and strap) must be replaced.

Event description:
The facility reports the patient was placed on the lift with one belt secured around her. The belt loosened. After the patient leaned her upper torso, she fell off the lift. The resident suffered a laceration to her forehead. (B)(4).